Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, surgical intervention was performed to explant and replace this device. It was noted that this device is not available for return. A good faith effort will be submitted to the field to obtain clarification as to why this device is not available.

Manufacturer narrative:
This device is not expected for return. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, surgical intervention was performed to explant and replace this device. No additional adverse patient effects were reported. This device remains in the possession of the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.